Manufacturer narrative:
The technician verified finding of no audio. When ac power was connected and unit was powered up, no audio tones were observed. Volume was checked and changed to the highest setting. Unit visual alarm functioned properly, however no audible alarm was observed. A test speaker was connected. Unit began to give audio. Visual inspection of the speaker found no apparent anomalies. Speaker was removed and retained. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis of the unit, it was observed that the unit did not generate an audible alarm when ac power was connected. There was no patient involved.